Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. At some point during the procedure, it was noted that the stent struts were flared on the taxus express2 3.0x32mm drug eluting stent. The procedure was completed successfully with another stent, size and type unknown. No pt injuries or complications occurred.